Event description:
On september 17, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch profile meter was displaying the not ok message. Medical affairs specialist (mas) spoke with the patient on september 25, 2006, to obtain/verify the following information: the patient was diagnosed with diabetes about 3 years ago and has tested with the reported meter since then. She test in the am and evening. She takes glucophage, 1 pill daily, 15 units of lantus insulin at bedtime, and humalog insulin by sliding scale in the evening at dinnertime. She said she was unable to obtain a meter reading for about one week. During the time she was unable to test with the lfs meter, she went to a pharmacy to test her blood glucose in the evening. On september 14, 2006, she did not go to the pharmacy to test her blood glucose in the evening. She took humalog insulin at dinnertime, while having no symptoms of high or low blood glucose level, but she did not recall the specific dose that she took. At 11:00 pm on september 14, 2006, she was driving her car. A policewoman pulled her over, because she was driving on the wrong side of the road. The patient said her vision was blurred; however, she did not lose consciousness. The policewoman called ems. Emt's obtained a result of 36 mg/dl on the ems meter. The emt's treated the patient with an IV and glucose. She was not taken to the hospital. The customer care advocate (cca) walked the patient through cleaning the meter. The not ok issue was not resolved. The mas advised the patient to call lfs "right away" if she experiences difficulty testing with the lfs products in the future. The meter, test strips, and control solution were replaced. The complaint is reported, because the patient was unable to obtain a reading on the lfs product. She experienced symptoms and a hypoglycemic reading on the ems meter. The patient was treated with an IV and glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.